Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product examination found that there was a small piece of particulate inside the sealed sterile packaging. The particulate is larger than the acceptable criteria. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present on this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was loose particulate in the packaging of a tip of a pulsavac. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product examination found that there was a small piece of particulate inside the sealed sterile packaging. The particulate is larger than the acceptable criteria. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present on this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.